Event description:
Philips received a complaint on the v60 ventilator, indicating that the equipment was not showing alarms when disconnecting from the patient. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that when they disconnected the device from the patient, the ventilator did not show leak message. The customer requested onsite service by a field service engineer. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
A field service engineer (fse) went to the customer site and confirmed that the device was leaking from its associated consumable parts. The customer was using non-philips consumables and had also configured the system incorrectly. The fse configured the consumable equipment correctly for the customers intended use, and the operation of the device was then successfully verified. It has been determined that the lack of a patient disconnect alarm was due to the user error of incorrectly setting up the patient circuit. The fse informed the customer that further training on the setup of the device could be scheduled through their regional philips salesperson. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.